Event description:
It was reported that in 2003, x-ray showed wear of the insert. Around july or august patient fell and experienced dislocation of the hip component. Patient underwent a revision 7 months later.